Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log files; however, the alarm was determined not to be related to the 14v li-ion battery. The reported alarm is addressed under #manufacturer report number # 2916596-2021-00046 the log files spanned approximately 26 days (B)(6) 2020 to (B)(6) 2021 per the timestamp). Multiple no external power alarms intermittently activated on (B)(6) 2021 at 16:15, (B)(6) 2021 at 09:56, and (B)(6) 2021 from 12:39 to 12:40 due to voltages on the power cables dropping to ~0v while the device was connected to a battery power source. The backup battery was able to provide power to the pump. The no external power alarms coincided with pump stops and may have been related to pump stops; the pump was trying to restart itself drawing too much power. No other notable alarm was observed. The 14v li-ion battery was not returned for analysis. Per provided information, the driveline had an internal phase to phase short. The serial/lot number of the battery was not provided. No devices will be returned for evaluation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot various alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient's device had low power hazard alarms on (B)(6) 2021 which contributed to additional pump stoppages. These were due total depletion of battery power. Related manufacturer report number # 2916596-2021-00046. Related manufacturer report number # 2916596-2021-00054.